Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the health care professional (hcp) was trying to put the implantable neurostimulator (ins) into MRI mode for an unrelated cervical scan, but kept getting the poor communication message. The patient stated that they had not been using the device and wanted it taken out as ¿it did not do anything.¿ there were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.